Manufacturer narrative:
A field service engineer (fse) was dispatched and found the wash station overflowing. The fse cleaned the wash station and installed a new filter. The fse believed that something such as sample particulates clogged the filter.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a leak on the right side of the immage 800 immunochemistry system. The customer noticed the wash station was overflowing. No operator exposure was noted.